Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's family reported on behalf of the patient a right side rupture confirmed via MRI. Healthcare professional later reported via MRI right side "intracapsular rupture on the right, double contour, and oily cyst measuring. The reported cyst has been deemed not device related. The device remains implanted.